Event description:
The caregiver (cg) contacted global technical services (gts) regarding the home patient (hp) feeling bloated, which occurred on the homechoice pro (hcp) during use, during dwell 1 of 5. The cg reported that the patient started the manual drain option due to feeling bloated. The cg stated that the hcp did not complete the initial drain. The cg stated that the hp ends therapy with no last fill. The hp does a manual fill of 2000 ml before starting therapy. The hp drained 4144 ml. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds (B)(4) of the maximum prescribed cycle fill volume). The technical service representative (tsr) reviewed the programming. The initial drain alarm was set to 0 ml, and the patient's dry weight was set to (B)(6). The hp stated that they felt fine and wanted to continue therapy. The tsr assisted with bypassing to drain 1 of 5 per the hp's request. The cg stated that they understood why the hcp moved to fill. The cg would call the peritoneal dialysis registered nurse (pdrn) in the morning to discuss the initial drain alarm setting. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The nurse stated that the patient had not made her aware of this specific event. She stated that the patient had many issues with the non-baxter catheter. She stated that the patient had an omental wrap around the tip of the catheter. She reported that the patient was retaining a lot of fluid because they had a leaky peritoneum and as a result the fluid was going into her tissues instead of staying in the peritoneum. She reported that the omental wrap was preventing proper drainage. The rn stated that the patient recently had a catheter revision and has been doing great since then. She stated that the patient has lost a ton of weight since she had been retaining so much fluid before. Ps informed the nurse that in relationship to the overfill event, it was possibly caused by the initial drain alarm being set to 0 ml. The nurse stated that this should not cause an overfill because the patient will still drain out all of their manual fill regardless of what the initial drain alarm was set at. Ps informed the nurse that if a slow/no flow situation occurs, the cycler will move on to fill once the initial drain alarm setting is met. The nurse understood. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The following information was provided by global pharmacovigilance (gpv): on (B)(4) 2012, gpv contacted the patient's peritoneal dialysis registered nurse (pdrn), who reported the following information. On (B)(6) 2010, the patient began pd therapy using dianeal low cal ambuflex, intraperitoneally (ip), nightly, dose unknown. In (B)(6) 2012, the patient experienced feeling bloated, a leaky peritoneum, retaining a lot of fluid, and lost a ton of weight. The nurse confirmed that these events were related to the patient being a 'high transporter.' In (B)(6) 2012, the patient's pd therapy was changed to provide shorter dwell times as well as to include extraneal. In (B)(6) 2012, the patient began pd therapy using dianeal low cal ambuflex 2.2l for 5 cycles ip nightly and extraneal ambuflex 2l daily as a last fill. On (B)(6) 2012, the patient was recovered from feeling bloated, a leaky peritoneum, retaining a lot of fluid, and lost a ton of weight. Pd therapy was ongoing. The patient feeling bloated, a leaky peritoneum, retaining a lot of fluid, and lost a ton of weight was not related to any baxter pd solutions, devices, or disposable parts. Review of the device service history revealed no issues that could have caused or contributed to the reported problem upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported information. The assignable cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty.